Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge 19 alarms using multiple cartridges during the loading process. The customer's blood glucose level was 176 mg/dl. Reportedly, insulin injections were used for insulin therapy.